Event description:
Healthcare professional reported a patient was injected in the top and bottom lip with one syringe of juvederm ultra plus xc and two days later the patient experienced severe swelling only in the bottom lip. The top lip was not swollen. The patient went to see a family practice physician who thought it was shingles but the patient had not told them they had the juvederm injection. The patient was seen by the injector two days later and the injector thought it was an allergic reaction and prescribed a medrol dosepak. The symptoms were resolved one week later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe swelling, shingles, and allergic reaction are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.